Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 220 mg/dl. The customer reported being confined in the hospital for a month due to non-diabetes related cause. The customer reported being in a car accident. The customer reported being off the insulin pump ever since the car accident. The customer requested assistance setting up the meter option on the insulin pump. The meter option was activated on the insulin pump of the customer. No additional information was provided.